Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances shortly after implant. The values were greater than 2000 ohms. In addition, loss of capture at maximum outputs was also observed. Reprogramming was attempted, but there was diaphragmatic stimulation, so a revision was planned. The rv lead was then repositioned successfully and still remains in service. During the revision, the lead was tested via pacing system analyzer which confirmed the out of range impedances. There were no additional adverse patient effects reported.